Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a vessel dissection occurred. The target lesion was located in the non tortuous and non calcified left main artery (lm). The physician attempted to advance a 2.5x23mm promus stent to the target lesion but had difficulty crossing the lm. During the attempt the runway guide catheter came out of the lm and when it went back in a dissection occurred. The promus stent was removed from the pt and the lesion was predilated with a 2.5x15 quantum maverick balloon. The promus stent was re-advanced to the lesion and was successfully deployed in the lm. The physician completed the procedure by stenting the left anterior descending artery (lad) and lm with a 4.0x15mm promus stent. It was noted that the physician continued to use the same runway guide catheter throughout the procedure. No additional pt complications reported with the pt's current condition listed as "okay". Additional info was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.